Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.